Event description:
On (B)(6)2013 the lay user/reporter, the patient's mother, contacted lifescan to report the one touch ultralink meter's display was damaged. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient noted a "sunburst - looking" damaged area to the reported meter's display leaving residual "burned" areas under the lens. Afterwards, the patient experienced "typical high blood glucose symptoms"; the patient corrected his blood glucose levels using routine bolus doses of insulin via the pump. The patient did not seek any medical attention or treatment. The meter was replaced. The patient allegedly suffered symptoms of elevated blood glucose levels after the meter display issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.